Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. A gap between the distal and the insulation was noticed. The material of the insulation appeared to be a non (B)(4) part and the pn/lot# etchings were not present. The instrument was tested for cracks in which an insul scan test was performed and passed. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause is third party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the insulation is compromised.